Manufacturer narrative:
Additional information was received on 30-sep-2021. It was reported that the patient is a 63-year-old male. Therefore, a2. Patient age at the time of event, a2. Age unit, and a3. Gender have been updated. It was also reported that the adverse event was discovered post use of the biosense webster, inc. Products. The physician did not provide a causality opinion for the cause of this adverse event. The patient outcome was reported as improved. A transseptal puncture was performed and the product is unknown. Prior to noting the cardiac tamponade, an ablation was performed. There was no evidence of a steam pop. It is unknown as to what phase the event occurred. The patient's blood pressure was already low at the transseptal puncture phase. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 25-oct-2021, it was noticed that the concomitant product section was inadvertently omitted on the initial report (B)(4). Therefore, the concomitant product section has been updated.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis. Cardiac tamponade was noted 4 hours since the procedure was started. A pericardiocentesis was performed and the procedure was completed. It was also reported that the workstation (ws) solidifies (freezes). The ws was closed before and without a subsequent reboot. Additional information was received and noted follows: ¿recovering/resolving¿ the workstation issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. Since the event (CT) is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or ot required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is considered MDR reportable.